Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 26.0mmol/l. Customer just did a correction to have the blood glucose level coming down. The customer also got a low battery prior to the off no power. Customer is not if she changed the battery and explained that no power alarm with 24 hours after a low batter is normal. The customer was advised that the pump is not functioning as designed.